Event description:
The customer reported a fiber connection error at 34,248 joules during a prostate procedure. The case was completed with a second fiber. There was no harm to the pt.

Manufacturer narrative:
The customer's initial report of a fiber connection error is not considered a reportable issue. The device was returned to the MFR and analyzed. Upon analysis of the returned fiber, no fiber connection error was verified. The fiber cap was found to be fractured and partially broken. Based on the analysis findings, the fiber condition would result in forward firing of the side firing fiber, which has been identified as a potential safety issue. The root cause of the device failure was determined to be heat accumulation, likely due to tissue contact and or and anatomical/procedural factors encountered during the procedure. The product labeling warns that tissue contact, tissue probing and bending fiber at sharp angles may cause fiber damage or breakage. The component codes fiber and cap refer to the results code thermal problem.